Manufacturer narrative:
Product evaluation: the product was not returned for analysis and remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No malfunction can be determined at this time. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. Initial reporter zip code is not indicated at this time. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, he noticed a blurry spot in his vision of his right eye. He also reported seeing "starbrights" at night as well as glare. He complained of his vision fluctuating daily and can't see to read in dim light. His vision was 20/20 when tested. He stated that his night driving vision is much worse, but he is still able to see to drive at night. He was evaluated for a yag laser, but his surgeon did not think it would help his situation. He feels he saw better before surgery. He also complains of watery eyes after surgery.